Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was powered on but remained in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was off network. A field service engineer stated that cfn admin did not allow credential management login. The fse reimaged the drive and the station had good network connection, the station image was reset up, and a data sync was performed. However, after 1 hour and 5 minutes into synchronization, it failed and forced a do-over. The data sync was started again to resolve the issue, and monitoring and completion were passed back to technical support specialist agents. The system functioned as intended after the field service engineer and technical support specialist repaired and investigated the device.